Event description:
It was initially reported to philips that the heartstart mrx defibrillator had a "lack of energy". It was clarified that the issue was energy was not released during testing. There was no patient involvement.